Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The patient¿s ipg had migrated close to the spine, causing discomfort. The physician relocated the pocket site from the back to the front of the patient. Nothing was implanted or explanted and the patient is reportedly doing well.